Event description:
It was reported that a patient underwent an umbilical hernia repair with mesh on an unknown date. The patient presented post-operatively with redness, swelling, and pain. The patient underwent four operations for repeated seroma formation, sutural dehiscence and protrusion of mesh pieces. On (B) (6)2010, the patient underwent complete removal of the mesh and closure of the hernia by suturing with consequential loss of the umbilicus.

Manufacturer narrative:
(B) (4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.